Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a labral repair, it was reported that the drill broke off and lodged in the glenoid. It was stuck down in the bone. It was confirmed by an x-ray that the broken piece was left lodged in the bone.

Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. (B)(4).